Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 30" (76 cm) appx 3.9 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, chemolock¿ w/red cap where it was reported the registered nurse (rn) noticed a leak at the connection between the secondary tubing and the closed-system transfer device (the clear plastic piece that connects the flexible tubing and the blue chemolock piece of the secondary tubing). The drug involved is fludarabine 78.75mg in ns 107ml. 15-20ccs were estimated spilled. A spill kit was used. Patients or staff did not need medical attention. There was patient involvement and no patient harm.

Manufacturer narrative:
D4 and h4 - lot# was updated to 14196327, expiration and manufacture dates added, and UDI updated. Investigation summary received the following: one (1) used list# cl4130, 30" (76 cm) appx 3.9 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, chemolock¿ w/red cap; lot# 14196327, one (1) used list# unknown, sodium chloride injection, usp 100l IV bag three (3) new list# cl4130, 30" (76 cm) appx 3.9 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, chemolock¿ w/red cap; lot# 14196327. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed at the connection of the chemolock and the tubing. The probable cause is from an incomplete insertion during assembly in ensenada.